Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. The reported event of detachment could not be confirmed. The kink found in the visual inspection could not have contributed with the reported detachment.

Event description:
It was reported that there was an issue with the catheter. The target lesion was located in a tortuous and severely stenosed vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal end of the ivus catheter was pushed too forcefully during insertion, causing it to separate inside the patients body. The physician successfully removed all fragments from the patients body by pulling them out. The procedure was then completed using another of the same device. There were no complications for the patient.

Event description:
It was reported that there was an issue with the catheter. The target lesion was located in a tortuous and severely stenosed vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal end of the ivus catheter was pushed too forcefully during insertion, causing it to separate inside the patients body. The physician successfully removed all fragments from the patients body by pulling them out. The procedure was then completed using another of the same device. There were no complications for the patient.